Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system faults occurred which caused the device to go into safety mode. All three faults occurred following a start pes user message as a result of the user attempting to break the patient¿s atrial arrhythmia with commanded pes induction. Engineers were able to reproduce the device reverting to safety mode using the same pes induction parameters that were obtained from the device¿s memory. This family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a patient follow up, this device entered safety mode and displayed a fault message on the programmer. Just prior to entering safety mode, electrical measurements had been performed on the device without any issues; however, the telemetry communication was not optimal. The fault message was sent to boston scientific engineering for further analysis. The data was reviewed and an engineer discussed that the device entered safety mode as it experienced three faults that each led to a system reset within a 48 hour period. This could indicate that the device had not completed tasks in a specified period of time or there was a possible memory corruption. It was further discussed that the device should be replaced and returned for detailed laboratory analysis. The device was explanted and will be returned to boston scientific for laboratory analysis. No additional adverse patient effects were reported.